Event description:
On (B)(6) 2010 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed that the filter is present in the ivc. It is positioned well below the level of the renal veins. The struts are intact but penetrate the wall of the vessel. The filter is tilted to the patients left with respect to the long axis of the vena cava. It appears the head of the filter contacts the left lateral wall of the vessel but does not perforate.

Event description:
On (B)(6) 2010 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed that the filter is present in the ivc. It is positioned well below the level of the renal veins. The struts are intact but penetrate the wall of the vessel. The filter is tilted to the patients left with respect to the long axis of the vena cava. It appears the head of the filter contacts the left lateral wall of the vessel but does not perforate.